Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed inflation was difficult and deflation was hard, it was noticed the air has difficulties to get through the inflation system. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when checking the cuff prior to use, air was hard to get in and out. It was reported that they stopped using the device and continued using with another tube. Customer indicated there was no patient involvement.